Event description:
The pt was implanted with a left ventricular assist device. A pump exchanged was reported via a device tracking form. The reason for exchange was noted as pump thrombosis. An intermacs report was rec'd, which indicated that the pt exhibited signs and symptoms of pump thrombus by elevated ldh, coke colored urine and a "chugging" sound. Plasma free hgb was also elevated. The pt's pump was alarming low flow continuously.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.